Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. Review of the history log found multiple "door jammed!" Messages. The messages were found to be caused by cracked threaded inserts from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump door will not close with a set loaded. It was also reported there was no pt involvement. During the baxter evaluation of the device, multiple "door jammed!" Messages were found in the history log.